Event description:
It was reported that stent premature deployment occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified common iliac artery. A 7.0x20x75cm express ld stent balloon expandable was used for treatment. However, during insertion of the device, the stent dislodged from the balloon and the stent was prematurely deployed in the preexisting iliac stent. The device catheter was removed, and the stent was inflated with a 018 balloon and the procedure was completed successfully. There were no patient complications nor injuries reported.